Event description:
The pt contacted lifescan alleging that their one touch basic meter would not power on. The medical affairs specialist (mas) left a message with the pt's family member asking the pt to contact the mas. A letter was sent to the pt. The pt did not remember the last date and time they had tested with the reported meter. They felt "a bit dizzy and had a dry mouth". They did not test with the meter while having symptoms and took no actions to affect their blood glucose level. They went to the clinic for a blood test. A result of 299 mg/dl was obtained on the clinic device. They was treated with insulin. No information was provided regarding the pt's usual medication regimen. There is insufficient info to indicate that the product contributed to the pt exeriencing injury and medical intervention. The meter was replaced.